Manufacturer narrative:
H6: investigation summary: bd received 650 samples for investigation. 29 samples were randomly selected and evaluated by functional testing and the indicated failure mode for 'stopper pop off' with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'stopper pop off' through corrective and preventive actions (CAPA pr # 1875009). Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "it was reported that the stopper pops off. Customer indicated that with item 367983, gold sst tubes , the stopper pops off after sample has been processed and recapped. Lot#: 0338190. Exp: 11/30/21".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer¿ sst" blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: " it was reported that the stopper pops off. Customer indicated that with item 367983, gold sst tubes , the stopper pops off after sample has been processed and recapped. Please send a label for customer to return defective product. Lot#: 0338190 exp: 11/30/21".